Event description:
One pt sample with discrepant potassium and bicarbonate results. Initial potassium gave 4.54 mmol/l; repeat gave 3.93 mmol/l. Initial bicarbonate gave 41.4 mmol/l; sample repeated twice giving 25.8 and 25.9 mmol/l. A second sample was obtained giving potassium of 3.8 mmol/l and bicarbonate of 24 mmol/l. Initial results were reported. Patient not adversely affected. The field service representative was unable to determine a root cause. Performance test were performed and within specifications.